Event description:
This was a rotatorcuff operation. The surgeon followed the instructions- word for word- for a rotator cuff- as soon as he twisted it, it cracked right down the middle. Plastic fragments floated around the patients shoulder, all pieces retrieved, no injuries.

Manufacturer narrative:
It was a male patient. They were using the soft bone tap bt1002 as the patient had soft bone. On the first anchor, the head cracked. They left the stem of the implant in as they could not remove it. They removed and disposed of the broken head portion. On the 2nd anchor, the anchor down the middle and they could not remove. They drilled out the anchor with a bur and retrieved out the pieces. All pieces disposed of. This was first time use for the doctor, but the sales rep had provided step by step specific instructions, which he followed. Mechanical lot release test results were in normal acceptable level and there were deviations in the in-process dimensional measurements.